Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.0 cm abdominal aortic aneurysm. It was reported that, during the implant procedure, the graft size (23 x 23 x 70) that the physician wanted to use was unavailable. The physician selected a different length graft (20 x 20 x 82), which proved to be too long and resulted in occlusion of the left common iliac artery. A femoral-femoral bypass was preformed and the event resolved. The physician stated that the cause of the event was due to device oversizing. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.